Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, a device history record (DHR) review could not be completed. Two (2) samples were received in used conditions and without their original packaging. Visual inspection: the samples were visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the rotating coupling was separated from the connector, hl swivel return from both samples. Function test: the od (outer diameter) of the swivel return connector was measured using a micrometer, the result in one of the samples was below the current specification. The other sample also had a value below the current specification. The most probable root cause of the issue is supplier-related; the outside diameter of swivel return connector was under specification. Action(s) taken to mitigate the reported issue(s): supplier was notified to request for root cause analysis and corrective actions.

Event description:
It was reported that, during the use of the product, it was noticed that the lock connector was not attached to the patient-side tube. Because of this, the tubing got disjoined when pressure was applied to the product. No patient injury was reported.